Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the left circumflex artery (lcx) and obtuse marginal (om). The physician successfully implanted two promus element plus stents. No patient complications were reported. Two days later, the patient returned to the cath lab. A diagnostic angiogram was completed and both stents looked excellent. The physician decided to implant a stent in the second obtuse marginal (om). Access was obtained via the left femoral artery. Using a luge guide wire, the physician began advancing a 2.50x16mm promus element plus stent delivery system (sds) to the target lesion; however, it was unable to cross the lesion in om2. The sds was removed and a 2.5x12mm nc quantum apex balloon catheter was used to post-dilate . The balloon catheter was removed and the physician re-advanced the 2.50x16mm promus element plus sds. The sds was again unable to cross the lesion and the physician removed the sds. It was then noted that the stent had embolized and was located in the proximal lcx. A 2.0x12mm apex balloon catheter was positioned in the lcx. The apex balloon was inflated in the distal portion of the 2.5x16mm promus element plus stent. Angiogram was performed and the stent was visualized in the left main/lcx. Multiple inflations using an apex balloon were performed to capture the stent for removal. However, the stent dislodged again and was implanted in the femoral tissue. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).